Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device. The patient was taken to the emergency room and diagnosed with an infection. The patient was treated with being prescribed a cream and antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.